Event description:
It was reported the ventilator alarmed with an unknown error. There was no patient impact.

Manufacturer narrative:
This gds failure was caused by an out of spec air flow sensor u1 (lot code: 1438n) .replacement of u1 corrected the failure with no other faults identified.